Manufacturer narrative:
No button error alarm was noted. Button response was intermittent, due to moisture damage keypad trace. The insulin pump was received with minor scratches on the lcd window, a cracked case near display window corners, cracked battery tube threads, and a cracked reservoir tube lip. There was no moisture damage on the electronic assembly.

Event description:
It was reported that the customer received a button error alarm on the insulin pump after exposure to moisture. Customer's blood glucose was 175 mg/dl. Nothing further reported.